Event description:
Related manufacturer reference# 1627487-2019-07587.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 1627487-2019-07587. It was reported the patient has been receiving inadequate therapy due to high impedance being present on one of their leads. Reprogramming was unable to consistently provide sufficient therapy. As a result, the patient plans to undergo surgical intervention on a later date.